Event description:
Litigation alleges pain, swelling and difficulty ambulating.update rec'd 10/17/2013 - pfs and medical records received. Revision operative notes indicate infection. All products have now been reported. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. The complaint was updated on: 11/13/13.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported lot codes 2223671, zg7hs1000 and z5xga4000. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. A review of the device history records for lot codes 2234489, 1853510 and a36c44000 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.